Event description:
It was reported that this pacemaker transitioned to safety mode after interrogation. The previous device interrogation approximately 7 months prior showed that the estimated battery longevity had 2 years remaining, and all parameters were stable. It was also noted that this device is under the high impedance advisory group. This device currently remains implanted and in service, but device replacement is intended. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Despite good faith efforts to obtain product return, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker transitioned to safety mode after interrogation. The previous device interrogation approximately 7 months prior showed that the estimated battery longevity had 2 years remaining, and all parameters were stable. It was also noted that this device is under the high impedance advisory group. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: this device has not been received for analysis. The field representative previously indicated that this device would be returned; however, despite attempts to obtain product return, the device was not received.

Manufacturer narrative:
Please note that this additional (correction) report is being submitted to indicate in section h7 that this device was recalled/in an advisory. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device case noted a centered hole in the right atrial seal plug. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session while communicating with the latitude remote monitoring system and other transient elevated power states caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker transitioned to safety mode after interrogation. The previous device interrogation approximately 7 months prior showed that the estimated battery longevity had 2 years remaining, and all parameters were stable. It was also noted that this device is under the high impedance advisory group. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device case noted a centered hole in the right atrial seal plug. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session while communicating with the latitude remote monitoring system and other transient elevated power states caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker transitioned to safety mode after interrogation. The previous device interrogation approximately 7 months prior showed that the estimated battery longevity had 2 years remaining, and all parameters were stable. It was also noted that this device is under the high impedance advisory group. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this pacemaker transitioned to safety mode after interrogation. The previous device interrogation approximately 7 months prior showed that the estimated battery longevity had 2 years remaining, and all parameters were stable. It was also noted that this device is under the high impedance advisory group. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.